Event description:
The customer alleged an h2o2 burn when she removed a completed load. During removal of the items from the unit, the customer received a drip on her left middle finger near the knuckle. The unit also emitted an unpleasant odor. There was no haze or mist present. There was no white residue on the packaging; the drip was from the package. The customer also stated that the contact area turned white. She also had a few specks on top of her left hand. The customer was handling the laryngoscope blades in the pouches without personal protective equipment (ppe). She rinsed the affected area under running water for approximately one minute. The customer noticed the affected area increased in size so another employee wrapped the area in a tegaderm. The customer did not seek any medical attention and has recovered from the symptoms. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
(B) (4). Skin contact. Capital equipment, evaluated at customer site. The field service engineer (fse) spoke to customer about the issue. The customer mentioned that the technician probably was not wearing gloves when removing the completed load. The fse recommended that gloves should be worn when removing the load and emptying the cassette as indicated in the user manual. The fse examined the unit and found no issues. An empty cycle was performed and the unit met specifications.